Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2014-00027 with a different manufacture site. (B)(4). Accuracy testing was performed using file samples of architect total b-hcg reagent lot 36901ui00. Controls and panels were evaluated. All validity and acceptance criteria were met. This testing demonstrates the ability of the architect total bhcg assay lot 36901ui00 to provide accurate results. A review of all non-conformance reports and deviations associated with the likely cause architect total b-hcg reagent lot 36901ui00 and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since manufacture. Customer complaint data was reviewed and no adverse trends were identified. The architect total b-hcg reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated an archtiect i2000sr analyzer generated a false positive bhcg result for one patient sample. The analyzer generated an initial negative bhcg result of <1.20 miu/ml. The result was not uploaded to the laboratory's computer system so the sample was repeated. Upon repeat, the architect generated a positive bhcg result of 124.26 miu/ml. The positive bhcg result was reported to the physician. The sample was repeated on (B)(6) 2014 and a negative bhcg result of <1.20 miu/ml was generated. There was no adverse impact to patient management reported.